Event description:
The procedure being performed was parietal occipital craniotomy. The patient was placed in a mayfield three point skull clamp and in the prone position. The mayfield skull clamp was secured. During procedure, the head slipped, surgeon stopped procedure-repositioned head, assessed wound and continued procedure. The laceration was approximately 1.5 inches in length and was located at the right parietal-occipital.